Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming for the syringe. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: we received the pump for investigation in good condition with no appearance of any physical damage. Event history log showed invalid syringe size. Invalid syringe size was found on all the different sizes at syringe test. Tapered spring slipped over the barrel rod collar. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue the investigation.

Manufacturer narrative:
B3: unknown, corrected data: h6 - health effects codes.